Event description:
The customer reported that the insulin pump alarmed motor error during prime. The customer stated that the device was not exposed to a magnetic resonance imaging. Attempted to do the displacement test and the device failed the test during rewind. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.